Manufacturer narrative:
The hill-rom technician found dry body fluids in the siderail latching chamber. He cleaned the latch mechanism to resolve the issue.

Event description:
Information received indicated that the siderail will not latch.